Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient complained of pain in the left pectoral pacer site. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.